Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54 mg/dl which was treated with food as well as insulin pump alarmed for unexpected restart. Customer states that at afternoon blood glucose was 303 mg/dl after 2 hours it was 345 mg/dl and as customer given himself injection it went to 54 mg/dl. Customer advised to monitor the pump and call back if issue recur. Insulin pump will not be return for analysis.